Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump had a critical error and a red x on the display. Caller stated that the customer had recently worn the insulin pump while swimming. Blood glucose level at the time of the incident was 131 mg/dl. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to corroded electronic assemblies. Unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, stained serial number label and minor scratches on lcd window.